Manufacturer narrative:
(B)(4). The facility risk manager confirmed that this patient did not require a blood transfusion as the nurse was at the bedside at the time of the leak and was able to avoid the need for intervention. This incident has been reassessed as a reportable malfunction only. An evaluation could not be performed as samples were not available for evaluation and a batch review could not be performed as the lot number is unknown. As the sample is not available for evaluation, the customer reported condition could not be confirmed and no assignable root cause could be determined. If samples or additional information become available, a follow up report will be submitted.

Event description:
Report received via user facility report in which a customer reported a patient had an intravenous catheter (IV) placed in the hand. Upon checking the IV hourly, the nurse found the IV disconnected at the hub and the (B)(6) was bleeding. The doctor indicated the patient required a blood transfusion due to the connector coming apart resulting in bleeding. The staff used the baxter interlink system, non-dehp t-connector extension set with the slip tip t-connector. This connector separated from the IV catheter without provocation since the (B)(6) was sleeping at the time of the incident. This event occurred in at least 5 (B)(6). In this case, the infant lost approximately 7 mls of blood. The nurses felt that this product is not user friendly and presents a safety issue. It took a firm push and twist to lock the product in place and this does not work in the (B)(6) population. The product is designated for neonatal use only.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain information regarding sample availability and additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. The user facility report is attached to this MDR. This is 1 of 5 reports associated with this report. (B)(4).